Event description:
Allegedly, patient is suffering from mom complications. Additional information received 03/08/2016. Allegedly the patient was revised due to mom complications: metabolic myopathy; elevated cpk.